Event description:
On (B)(6) 2004, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a cat scan performed on (B)(6), 2014, revealed a proximal type I endoleak. There is aneurysm enlargement, amount is unknown. On (B)(6) 2014, the patient was implanted with a 28.5 mm aortic extender component to treat the proximal type I endoleak. No tortuosity, calcification, or other anatomical issues were present. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4): the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.patient medications include proscar, lasix, zestril, pradaxa, and prilosec.